Event description:
The catheter came out of the pt's body 67 days after placement, due to internal bolster deflation.

Manufacturer narrative:
The complaint of premature deflation of the fastrac internal balloon is unconfirmed. Upon receipt of the complaint sample, a tactile examination showed the internal bolster to be inflated. At this time, the complaint incident could not be replicated in the laboratory setting. Gross and microscopic examinations confirm that the white adhesive inner lumen plug was placed proximal to the traction removal site. Next, a tactile examination shows the internal balloon to be occupied with air. Testing for leakage along the path of the air conduit and internal bolster was performed by first cutting the feeding tube at the traction removal site. Next, a blunt connector was inserted into the proximal end of the air conduit. A 12 cc syringe filled with water was then attached to the connector. The air conduit was then infused with water. Water was observed filling the internal balloon. No leaks were seen emanating from the surface of the internal balloon or along the path of the air conduit. A chr is not possible, as no manufacturing lot number information has been provided by the complainant.